Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a defective charged coupled device (ccd). It was further assumed that wear and tear damage with customer mishandling and with increasing use/time was the likely cause of the ccd defect. As there was no evidence received of clear, definitive misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and there was no image due to a defective charged coupled device (ccd). Also, evaluation found the distal end was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the evis eus ultrasound bronchofibervideoscope had an image failure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the entire screen becomes black and shows no images. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.